Event description:
It was reported that the pump was administering the red blood cells at a slower rate than what was entered and evidenced by the amount of time it was taking to infuse the blood. There was patient involvement but no harm. Through customer follow up it was noted the under infusion event was not able to be duplicated through customers internal investigation.

Manufacturer narrative:
Correction: describe event or problem

Event description:
It was reported that the pump was administering the red blood cells at a slower rate than what was entered and evidenced by the amount of time it was taking to infuse the blood. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.